Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device was received with a cracked case at the display window corners, a cracked reservoir tube and tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported receiving motor error and no delivery alarm during bolus deliveries. She also stated she was able to complete the rewind sequence. Customer's blood glucose was unknown. She stated her blood glucose was 344 mg/dl yesterday. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).